Manufacturer narrative:
Privacy laws prohibit the customer from providing information regarding the case. The device was not explanted. The device will not be returned for evaluation. The investigation results will be provided in final report.

Event description:
It was reported that the patient passed away. No additional information was provided. No autopsy was performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. It was reported that the patient expired on (B)(6) 2021. Privacy laws prohibit the customer from providing information regarding the case. No autopsy was performed, and the device was not explanted. The pump will not be returned for evaluation. No product is available for investigation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2016. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.